Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a left total hip arthroplasty due to arthritis. Zimmer biomet components were implanted without complications. The patient underwent a revision due to failed hip arthroplasty. The patient crossed her legs to reposition herself while standing and felt the hip dislocate. Closed reduction under sedation was attempted and the follow up x-rays revealed the hip remained dislocated. During the revision procedure, significant metallosis was found in the hip joint. Pseudocapsule formed throughout the hip and was felt to be consistent with metallosis and pseudotumor. There was corrosion at the head-stem junction with metal debris. Greater trochanter was balled superiorly with tissue damage. The head, liner, shell, and 2 screws were replaced with new zimmer biomet products. No other findings/complications related to the event was noted device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right hip revision surgery approximately 9 years post implantation due to dislocation and pain. Patient was given steroid injections for presumed bursitis (prior to the revision). During the revision, metallosis was found with dark gray fluid and tissue damage. Surgeon noted patient had a pseudotumor and tissue damage at the greater trochanter and corrosion at the taper junction. The head, shell and liner replaced without complication. Stem remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: item# 00801803203 / femoral head / lot # 61409525, item # 00630505032/ liner/lot # 61308238, item # 0062005220/ shell/ lot # 60640204, item# 00625006525/bone screw / lot# 61405264, item# 00625006535/bone screw / lot# 61432057.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown / unknown head/ lot # unknown. Part #unknown / unknown cup/ lot # unknown. Part #unknown / unknown liner/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2021 -01169.

Event description:
It was reported that patient underwent a hip revision surgery 9 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.